Event description:
Info received indicates that the pump¿s platen door is bent.

Manufacturer narrative:
Investigation found that pump showed impact bent/damaged platen. Platen was replaced to resolve the issue.